Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual and functional testing were performed on the companion sample, and there were no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system injection site had stress lines. This was observed during visual inspection prior to patient use. There was no patient involvement. No additional information is available.